Event description:
A caller reported a malfunction on the pump, described as "malf 0," with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and assistance was given in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if there were any future issues. The caller acknowledged and understood this guidance.